Event description:
The device was explanted.

Event description:
Healthcare professional additionally reported "any creases" and "dystrophic calcification."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white particles, broken plug strap, crease fold, wear abrasion, missing. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on radius side. The fill test inspection was performed the result is no blockage. Based on the device analysis, the final assessment is a striated edge openings on radius side due to surgical damage.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "changed shape you could see in mirror", "swelling." Physician reported capsular contracture, baker grade IV. Patient also reported "immune system issues" and "psoriasis," these events are not device related. Device remains implanted.